Manufacturer narrative:
Additional information has been provided in b.2., b.5., d.6.a., d.6.b, d.1.0., e.1 and h.3.

Event description:
Additional information has received and it states there was no issue with haptics. The main wound was extended to facilitate iol exchange. As result, the patient had increased surgically induced astigmatism. Hence increased topical steroidal medication to reduce the inflammation and surgical induced astigmatism. Lens was explanted and replaced with another lens during the initial procedure.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was indicated. It is unknown if a qualified cartridge and handpiece were used. The company lens model is only qualified for use in the company (a) and (b) cartridges with a company ii or iii handpiece. The product investigation could not identify a root cause for the reported complaint. The product has not been received for evaluation. A non-qualified viscoelastic was indicated. It is unknown if a qualified cartridge and handpiece were used. The company model is only qualified for use in the company (a) and (b) cartridges with a company ii or iii handpiece. The IFU (instruction for use) instructs: company foldable iols (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process the IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Follow up and due diligence have been performed. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with the description of scratch on the intraocular lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).